Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of low and 76 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 68 mg/dl using truemetrix meter and 68 mg/dl using truemetrix meter; customer was also concerned with the back to back test results since they are low. The product is stored according to specification. The test strip lot manufacturer's expiration date is 07/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: 86mg/dl (B)(6) 2017 02:41 pm fasting:yes; 76mg/dl (B)(6) 2017 12:06 pm fasting:yes; lo (B)(6) 2017 12:04 pm fasting:yes; 112mg/dl (B)(6) 2017 10:50 am fasting:yes; 114mg/dl (B)(6) 2017 10:47 am fasting:yes. Memory concerns:the customer is concerned with the low and the 76mg/dl in the meter's memory. While going through the memory there was an low. I advise the customer low could mean the blood result is below 20mg/dl. She is feeling well and not having any symptoms of low blood sugar. She says the she does not feel it was below 20mg/dl since she did not have any symptoms. Customer was also concerned with the back to back blood test since they are also low. She is feeling well.